Manufacturer narrative:
On (B)(6) 2025, the user reported differences between sensor glucose readings and blood glucose meter values, along with multiple low glucose alerts when their blood glucose was not low. The user also reported experiencing an unusual sensation at the insertion site and stated that the sensor was no longer functioning as expected. Based on system performance concerns, a sensor replacement was approved, and a return material authorization was issued for the sensor and transmitter. A new sensor was inserted on (B)(6) 2026. The returned sensor and transmitter were evaluated, and no functional issues were identified during in-house testing. A review of available glucose data showed occasional differences between sensor and blood glucose values around the reported timeframe. Review of the in-vivo data optical instability that could not be reproduced during returned-product analysis, which can occur when a failure mode present in the body is not replicated in a laboratory setting. The exact root cause could not be determined, but it may be potentially related to physiological or environmental conditions affecting the sensor in vivo. With respect to the reported sensations, as documented under MFR#: 3009862700-2026-00191, no device malfunction was identified, and there is no mechanism by which either the sensor or transmitter could produce electrical shock.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.